Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to plunger retraction problem include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported as a general comment that a problem with the prostyle plunger getting jammed when attempted to be removed is a recurring problem over the last few weeks to months over several sites. The plunger cannot be pulled out and because the needle is still locked into the footplate at this stage, the footplate cannot be retracted; therefore, moving the lever back to original position is not possible. The prostyle device does not come out. The groin is surgically opened to remove the prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.